Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, e226 error occurs when communication with the camera head fails. It is likely the e226 error occurred temporarily because a communication failure occurred due to perforation on the cable which resulted in water immersion and breakage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegationof the e226 error code was not confirmed. The customer¿s error description could not be confirmed by olympus inspector. Additionally, the following findings were also identified, and are as follows: (a.) The cable tube leaks (damage), (b.) The cable connector had damage, (c.) There is leakage between the underwater anti-reflective ring and rear cover, (possible camera head moisture ingress) (d.) And there was leakage between switch unit and camera head. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the hd 3cmos autoclavable camera head, experienced a e226 error range communication error (image not appearing). The event was found during preparation for use. The intended diagnostic procedure was completed using a similar device. There was no report of patient or user harm associated with the event.